Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., corrected data:

Event description:
It was reported that sensor is unable to measure intermittently. Also, when sensor was connected to a rad-57 and radical-7, it was able to measure; however, the value of spco was 5% higher than the others. No known impact or consequence to patient.